Manufacturer narrative:
(B)(4): additional information:the customer sent the patient samples to siemens healthcare diagnostics for further testing. The result was (B)(6) by an alternate method and therefore indicates the presence of a mutant.

Manufacturer narrative:
The cause for the discordant hbsag results is unknown. A unknown interference substance may be a contributing cause. No conclusion can be drawn. The IFU states under the limitation section the follow: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not (B)(6)." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false (B)(6) advia centaur xp hbsag results was obtained by the customer on a patient sample. The result was questioned by the laboratory director and was not reported to the physician. The sample was sent to another laboratory for repeat testing by another test method and the result was (B)(6). The (B)(6) result agreed with the patient's clinical history. There was no report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay results.